Event description:
The customer reported that on (B)(6) 2012 an erroneously elevated creatine kinase (ck) result was generated on an unicel dxc 600 synchron system for one patient. The initial erroneous ck result was reported outside of the laboratory; however, there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc assessment of customer supplied data indicated that upon multiple repeat results on the same, and an alternate instrument, lower results were generated which were regarded as valid. A corrected report was issued. The sample was icteric. The instrument had a level sense error at the time the erroneous result was generated. Quality control results were within established specification during the timeframe of the event.

Manufacturer narrative:
Service was not dispatched to the site to address this event as it was resolved by beckman coulter inc. Led customer troubleshooting. Beckman coulter inc advised the customer to flush the sample probe. No issues were noted by the customer since completion of troubleshooting activities root cause is not known but hardware repairs resolved the issue.